Event description:
In 2005, the pt was implanted with a vented electric left ventricular assist device (lvad). During implant, it was reported that the surgon was unable to use the coring knife, due to it being to dull. A back up coring knife was used to complete the case. The pt remains stable, and on lvad support while awaiting a heart transplant.